Event description:
It was reported that the patient was experiencing frequent low flow alarms. Log file review was requested, and the event log file did capture on low flow events on (B)(6) 2024. It was stated on (B)(6) 2024 that the patient had very frequent low flows and was currently in right ventricular failure with right ventricular assist device support. The event log file contained low flow estimates as well as sustained low flow hazard events with elevated calculated pulsatility index (pi).

Manufacturer narrative:
The batch number could be verified. Our manufacturing q-system assures, that production and process controls are in place to ensure that batches confirm to the applicable specifications before they are distributed.  The non-integration of an endosseous dental implant during the healing phase is a known inherent risk of the treatment with dental implants. Most implant failures occur before occlusal loading (analainen et al. 2009). Based on clinical studies about 1-3% of the implants fail within the first year after implantation (ganeles et al. 2008). Implants may have to be removed in case one or more of the implant success criteria are not met. Implant success criteria according to buser et al. (1991) are: 1. Absence of persistent subjective complaints such as pain, foreign body sensation and /or dysesthesia 2. Absence of a recurrent peri-implant infection with suppuration 3. Absence of implant mobility 4. Absence of a continuous radiolucency around the implant. The manufacturer's trend analysis confirms that the reported early failure rate associated with its dental implants is below the expected failure rate for this treatment as published in the scientific literature.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms. A specific cause for these alarms could not conclusively be determined through this evaluation. Additionally, a direct correlation between the device and the reported right heart failure could not be conclusively established. The controller event log files collectively contained events from 30apr2024 and 01may2024. Low flow hazard alarms were captured throughout the files, most of which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor,¿ provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, an audible low flow hazard alarm is triggered. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.